Event description:
It was reported that the customer received calibration error alerts for her sensor. Her blood glucose was 229 mg/dl. The customer was laying down when the alert occurred. The sensor age was unable to be determined, as there was a "change sensor" message. The customer was determined to be adhering to calibration recommendations per instructions for use. It was further stated that the customer received a bad sensor alert while sleeping, following a 2nd consecutive calibration error. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.